Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Additional information was received from a consumer on (B)(6) 2017. Starting on (B)(6) 2017, the patient stated that where the device was located, it affected her bowels stating it was in her abdomen. The patient stated if she laid on her back the pump got stuck under the rib cage. The patient stated her preexisting condition she had a lesion in her low spine (transverse myelitis nmo (neuromyelitis optica)) and could sometimes get constipated depending on what she ate. The patient had to take 3 medications sometimes due to the constipation and/or had to stimulate her bowels by rubbing them. The patient couldn¿t rub the right side of her bowels due to the location of the pump. The patient stated when she got constipated or bloated that she was unable to rub her bowels and there was a lot of pressure and it hurt. It was stated it was due to the device putting pressure on the bowels and also due to the pressure the device put on the patient¿s outside of her skin. The patient had preexisting neuropathy that would get worse and exacerbate. The patient stated that it was worse with the constipation and was worse as well with the location of the pump. The patient couldn¿t wear anything over the device and hurt to touch the skin over the device stating she felt like she moved a million steps backwards. The patent felt it was hard enough to fight a rare terminal illness, along with the pump issues, but felt she had gone backwards and didn¿t blame the manufacturer, but had to be strong. The patient stated she got a swollen spot in her spine where the surgeon cut for the catheter and that it could get to the size of a golf ball or up to the size of an egg and it was cushy. The surgeon said on (B)(6) 2017 that it could be normal, but should go away. The patient stated it hurt, got very red, and if the patient used a warm rice sock it helped it, but if the patient did one load of laundry, it exacerbated it stating it didn¿t take anything for all of a sudden for it to be open. At the end of february or beginning of march, the patient stated the hcp lowered the dose and the patient still felt the side effects within 1-2 hours of leaving the office. The patient felt irritable, nauseated, anxious, lockjaw, and certain side effects that weren't as severe as it was on the high dose and the hcp told her that she shouldn't felt anything. The patient went to the healthcare provider (hcp) on (B)(6) 2017 and the patient stated the hcp was acting like he was turning off the pump. The hcp said if the patient was going to be around the area if it beeps or something to call him and if it didn¿t they were okay. The patient stated she knew inevitably the hcp would have to call the manufacturer. The patient stated her hcp was the closest to prescribe her medication and was trying to be careful on how she dealt with this issue. The patient stated on her telemetry printout it stated infusion stop pump mode 334h:45m. At her appointment, the hcp said he could shut it off and if the patient was going to be in the area, stating that if it did beep to call him or didn¿t beep then they were good. The patient stated she was trying to walk on thin ice with the hcp and wanted to move forward and get the device removed. The patient stated there was a discussion at removing the medication and trying something else, but at the patient¿s last appointment, he almost wanted to try baclofen again. The patient didn¿t say anything, but wondered why would the hcp want to try medication the patient was allergic too. The patient left the appointment and (B)(4) the timeframe on the printout and wondered if that was when she would alarm again. They forgot to send the paperwork to the surgeon on (B)(4) 2017 regarding removal of the device. The patient stated she felt this hadn¿t worked and ruined her life. The patient just wanted to get it removed. The patient stated her mother in law had an ICD (implantable cardioverter defibrillator) unit that worked really wonderful for her for many years and the manufacturer was phenomenal and it was great. Unfortunately for the patient with the pump, it wasn¿t the same outcome. The telemetry printout from (B)(6) 2017 stated that the patient was receiving 100 mcg/ml baclofen and there was infusion stopped pump shut off 334h:45m with an estimated elective replacement indicator (eri) of 7 8 months. The reservoir volume was 17.1 ml and the low reservoir was at 2.0 ml. It was stated that stopped pump may exceed tube set. The patient stated that her dog not coming near her was worse than before as he would not go anywhere near her at all. The patient was awaiting a callback from the surgeon for the next steps.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-apr-19. The patient had a question about the pump. The patient went into the healthcare provider¿s (hcp¿s) office two days ago (approximately (B)(6) 2017). The hcp stated he called the manufacturer and got the code to turn off the pump. The patient stated the pump started a two tone alarm that started on (B)(6) 2017. The patient stated that per the session data report, the report showed infusion mode, stopped pump, pump shut off for 00:01 h:m. It was reviewed that this meant the pump was turned off and not permanently disabled with a code. It was reviewed that the alarm would continue to alarm, until the pump permanent shut off or the alarm was cleared. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 100.0 mg/ml unknown baclofen at a dose of 0.62 mg/day (old dose was 50.05 mg/day) via an implantable pump for intractable spasticity. It was reported that the patient¿s pump was implanted on (B)(6) 2017 and the baclofen was put in last week. The patient ¿lost 2.5 days¿. The patient stated that the daughter had video of her hallucinating. On friday ((B)(6) 2017), the patient had moments of being ¿totally out of it and moments when they were aware of what was going on¿. The patient put magnets on the pump on (B)(6) 2017 because the patient had to take control. The patient stated that was one thing she agreed to was to allow her to have control of the machine. On (B)(6) 2017, the patient stood outside and could see clearly and have pain clearly. It was stated that pain was a sign of being alive. The patient went to talk to the hcp on (B)(6) 2017 to have the device turned off. The patient noted that the hcp said he turned it off, but that was not what the paper stated. The hcp commented on turning it down and try when she was thinking more clearly. The patient knew the hcp didn¿t turn it off because she¿s nauseated and noted being ¿very sensitive to the drug¿. The paperwork stated the concentration was 100.0 mg/ml and a 99% decrease minimum rate of 0.62 mg/day. The previous dose was 50.05 mg/day. The hcp said it was supposed to be mcg and it was, but the paperwork said mg. There were no interventions mentioned. There were no further complications reported. Additional information was received from a business partner. It was reported that the reaction abated after stopping the drug. On 2017-mar-27, the healthcare provider (hcp) clarified that on (B)(6) 2017, the patient started compounded baclofen at an unknown concentration at 50 ug/day per simple continuous infusion. The patient had a change in the level of consciousness and the pump was stopped. On (B)(6) 2017, the baclofen was discontinued and the events resolved. There was no additional information provided. Additional information was received from a consumer on 2017-apr-11. The patient stated she had a strange question. The patient stated that since implant she didn¿t know what frequency the pump put off, but her dog who was always at her side would not come near her. The patient stated he would start to, but then run into the kennel. It was reviewed that there was no frequency or electrical output from the pump as it was enclosed in a titanium case. The patient noted she heard the beep before. The patient stated it was when she deliberately turned it off because she was getting too much. The patient stated that the manufacturer did not care, even when they called before about her healthcare provider (hcp) lying to her. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the baclofen pump. It was reported the device was explanted, and the patient was alive with no permanent harm described. It was stated the patient had a reaction to baclofen and the pump was explanted. They also stated there was no initial reaction to baclofen at implant, and the event occurred the month prior to (B)(6)2017. Additional information was received from the patient. They noted experiencing symptoms during the trial, and reported discomfort in the pump location like their "body was trying to reject it." The pump was explanted on (B)(6)2017. A spinal fluid leak was noted at explant. The patient also stated that she turned the device off herself with a magnet in (B)(6)2017. The patient also experienced headache, nausea, and spinal swelling (golf ball to egg size). It was unknown what diagnostics were performed. The cause of the reaction to baclofen was not determined. The reaction to baclofen has been resolved.